Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a total knee arthroplasty revision, the patient is experiencing pain.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was incorrect or was not available at the time of initial follow up. Medical product ¿ zimmer nexgen lcck femoral component, size d, right catalog# 00-5994-014-92 lot# 62245192, zimmer nexgen fluted stemmed tibial component, size 2 catalog # 00-5998-028-02 lot # 62297528, zimmer nexgen lcck articular surface, size striped purple c/d, 17mm catalog# 00-5994-022-17 lot# 62075685, zimmer nexgen tm distal femoral augment block catalog# 00-5490-034-20 lot# 62033434, zimmer nexgen tm distal femoral augment block catalog# 00-5490-034-20 lot# 62255730, zimmer nexgen stem extension straight, 15mm * 30mm catalog# 00-5988-010-12 lot# 62021242, zimmer palacos r+g radiopaque bone cement catalog# 00-1113-140-01 lot# 75564317, zimmer palacos r+g radiopaque bone cement catalog# 00-1113-140-01 lot# 75564317, zimmer all poly patella catalog# 00-5972-065-29 lot# 61140474 reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface).surgical notes for primary and revision surgery were provided for review. The initial surgery indicates advanced osteoarthritis in right knee and op noted showed surgical techniques followed by surgeon. However, she had progressive laxity and hyperextension; she also had systematic connective tissue disorder with ligamentous laxity. The trial components were put in place and were stable with good extension and flexion gaps with central patellar tracking. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Nexgen knee system packaging insert, joint instability and pain are also addressed as possible adverse effects is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03217-1, 0001822565-2016-03218-1, 0001822565-2016-03219-1, 0002648920-2016-03165-1, 0002648920-2016-03163-1. Four other complaints also related to this event for the patient: (B)(4).

Event description:
It has been reported that patient was experiencing continuing pain and cannot perform any physical activities after total knee revision surgery that was performed at 2013.